Event description:
It was reported that this latitude programmer was returned to boston scientific without any reported allegations against its functionality or involvement with any adverse patient effects. Initial analysis identified a product performance issue and detailed testing was performed.